Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with proper button response. However, there is corrosion on the keypad traces. No button error alarms noted during testing. The device also was received with cracked case on the lcd display window corners, crack on the lcd display window, minor scratches on the lcd display window, crack on the reservoir tube lip, and missing end cap sticker.

Event description:
No blood glucose levels reported. The customer reported repetitive button error alarms from the insulin pump. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.